Event description:
N/a.

Manufacturer narrative:
Historical data analysis: (4109/102) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/102) the overall 12 month product complaint trend data for the period ((B)(6) 2019 through (B)(6) 2020) was reviewed. There were no triggers identified for the review period. Analysis of production: (3331/102) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.

Manufacturer narrative:
Updated fields: b4, d4(unique identifier (UDI)), g4, g7, h2, h3, h6, h10. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. Running test was performed with heart rate of 130 bpm at room temperature of 30 degrees celsius, and three days later the issue was replicated and the temperature of the scroll compressor was noted to be 79 degrees celsius. The temperature sensor probe was replaced and running test was performed again. Two days after replacing the temperature sensor probe, the temperature of the scroll compressor was noted to be 78 degrees celsius. When the scroll compressor was replaced, the fse was no longer able to reproduce the issue. No alarm was generated although running test was performed continuously for five days. The temperature of the compressor was 65 degrees celsius. This iabp unit was turned off for three days, then running test was performed continuously for five days. The issue was not replicated. No alarm was generated and the temperature of the scroll compressor was 66 degrees celsius. The fse then performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient using a cardiosave intra-aortic balloon pump (iabp) a system overheat error occurred. The iabp as turned on again and it was used with no additional errors. The iabp was swapped to continue therapy. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
The repair of the device is ongoing. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during use on a patient using a cardiosave intra-aortic balloon pump (iabp) a system overheat error occurred. The iabp as turned on again and it was used with no additional errors. The iabp was swapped to continue therapy. There was no harm or injury to patient and no adverse event was reported.

Event description:
It was reported that during use on a patient using a cardiosave intra-aortic balloon pump (iabp) a system overheat error occurred. The iabp as turned on again and it was used with no additional errors. The iabp was swapped to continue therapy. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
A senior repair technician at getinge's national repair center (nrc) reported that it has been determined that the compressor failed for over temperature not the temp sensor. The compressor failed testing, and is been retained in the nrc per procedure.

Event description:
It was reported that during use on a patient using a cardiosave intra-aortic balloon pump (iabp) a system overheat error occurred. The iabp as turned on again and it was used with no additional errors. The iabp was swapped to continue therapy. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
The suspected faulty scroll compressor and the temperature sensor were sent to getinge's national repair center (nrc) for evaluation. A senior repair technician inspected the scroll compressor and the temperature sensor, and no visual damage was observed. The technician then installed the scroll compressor and the temperature sensor into cardiosave test fixture and it tested to factory specifications per cardiosave service manual and it passed testing. The compressor was tested with a cardiosave trainer set at 130 bpm , normal sinus rhythm, two depleted batteries and a 40 cc balloon, and the customers temperature sensor. After 48 hours of continuous pumping, the national repair center could not verify the failure of system over temperature alarm. The national repair center proceeded to test the compressor again three days later with a new temp sensor from the national repair center. Again, it was tested with a cardiosave trainer set at 130 bpm, normal sinus rhythm, a 40cc balloon,2 depleted batteries and as stated a new temp sensor from the national repair center. After 5 hours and 38 minutes , the cardiosave stopped pumping , an alarm sounded and on the display stated system over temperature alarm. The compressor failed after the second round of testing. The national repair center verified the failure of system over temperature alarm. The scroll compressor is being scheduled for further testing by the national repair center. A supplemental report will be submitted when additional information is provided.